Event description:
The customer reported having issues with the drive support cap. The blood glucose reading was 133mg/dl. The customer stated that the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with loose drive support disk. The insulin pump was received with a cracked case display window corner, a cracked reservoir tube lip and a missing end cap sticker.